Manufacturer narrative:
A covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui printed circuit board (pcb). The device then passed the extended self-test (est) and the short self-test (sst). Covidien ref: (B)(4).

Event description:
A report was received from (B)(6) stating that an 840 ventilator had a blank graphical user interface (gui) display. The device was not being used on a patient when the malfunction occurred.